Event description:
It was reported at first refill there was a volume discrepancy with the actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 12 and erv was 5. The pump and catheter were implanted about one week prior to the report date. At the time of implant the pump was filled with 20 ml of a low concentration. The drug being used in the pump was morphine (unknown). Additional information received reported patient was experienced "no negative symptoms". They were getting significant pain relief. It was unclear why there was a volume discrepancy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).